Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (5mg/ml at 1.7 mg/day) and clonidine (300 mcg/ml at 102.13 mcg/day). The indication for use was spinal pain. It was reported that the patient was not receiving therapeutic relief. A dye study was done on (B)(6) 2016 and the hcp was unable to aspirate the catheter. A CT scan was performed on (B)(6) 2016 to visualize the catheter and rule out a granuloma. The catheter was revised on (B)(6) 2016. Upon direct visualization, the spinal segment (8780) and pump segment of the catheter had been connected at the back with the pin and sleeves of the 8596sc kit proximal to the intrathecal insertion site and cerebrospinal fluid flow was visualized. Therefore, a new catheter was connected and tunneled to the pump. The catheter access port was accessed with good return. The patient was kept overnight for observation and their dose was reduced. Further follow up was done to determine the cause of the inability to aspirate and if a granuloma had been ruled out.

Event description:
Additional information received from the manufacturing representative reported that it was unknown why exactly it was not aspirating, however the spinal and pump segments were found to be connected with the incorrect pin. This was removed, and cerebrospinal fluid (csf) began flowing from the spinal segment. The correct collet pin was then used, and the health care provider (hcp) was able to aspirate from the catheter access port (cap). 'Refer to manufacturer report 3004209178-2016-03844-001'.